Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the returned desktop charger model 37761, serial # (B)(4) showed broken connector pins/tip on the cable assembly.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator reported that the recharger had a blank screen, was dead, and was not charging when plugged into the ac power source. The implantable neurostimulator (ins) had ¿died¿ and the patient had a sudden return of back pain due to not being able to charge it as a result of the issues above. There was a green light on the desktop charger and the connector pin was not loose or broken and did not appear to be damaged. Additional information received on nov. 15, 2016 reported that the patient received the replacement recharger and it worked for only one day. The recharger would not take a charge when plugged into the wall and there was a broken connector pin which was stuck in the recharger.